Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) female pt was breaking out underneath the therapy electrode pad under the left breast. The rash would bleed if the pt touches or scratches it. The pt removed the lifevest due to the rash. The pt was to see their dermatologist on (B)(6) 2015. F/u indicated that the pt passed away 10 days after the device removed on (B)(6) 2015. The cause of death is unk.

Manufacturer narrative:
Device eval: electrode belt (B)(4) was not returned to the MFR. No equipment deficiencies were alleged against the device. Eval method code - other: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.